Event description:
The reporter stated that the device result was 163 and 169mg/dl compared to a lab result in the 60's mg/dl. No treatment was provided to the patient. The device was replaced and requested to be returned for evaluation.